Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the patient experienced a permanent out of range signal. No injury or medical intervention was reported. The complaint device was returned for evaluation. The device exterior visual inspection was in good condition. Data log and diagnostic, customer complaint was not verified during the review of the receiver download. The global receiver functional testing was passed as well as performed pairing test. Reported fault could not be reproduced with the receiver. The customer complaint could not be verified. A root cause cannot be determined.